Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones for more than 30 days. When the device was checked, a red warning screen was displayed on the programmer that indicated a charge timeout (CT) and a long charge time (lc) alert had occurred. The attending physician performed the automatic set up and all sense vectors passed, with the device selecting the secondary vector. The shock impedance and battery parameters were normal. Technical services discussed the errors indicated the device tried to charge or was performing a capacitor reformation and the charge timed out. Device data from the programmer that was used to interrogate the device was needed to determine the cause for these alerts. No adverse patient effects were reported. Available information indicates the device remains implanted and in service.